Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: l2-s1 posterolatearl fusion with placement of segmental instrumentation and use of morcellized allograft, use of intraoperative fluoroscopy with intraoperative fluoroscopy interpretation. Pre-op and post-op diagnosis: intractable low back pain and scoliosis. As perop notes: ".. Distraction was applied across to the inner circumference of the scoliosis and the patient was seen to straighten significantly under distraction on this side. Next, harvested morcellized autograft was supplemented with bmp and placed in decorticated posterolateral gutter completing the posterolateral fusion froml2 to s1.. There were no complications.." Findings: scoliotic deformity, lumbar spine, which straightened under distraction. On (B)(6) 2008, patient underwent following procedure: c5 through c7 posterior cervical fusion with placement of segmental instrumentation, use of harvested autograft, use of intraoperative fluoroscopy and intraoperative fluoroscopic interpretation. Pre-op and post-op diagnosis: pseudoarthrosis indications: the patient with signs and symptoms consistent with intractable cervical genic headaches and cervical brachial pain and evidence of pseudoarthrosis on flexion and extension images in this patient who had a previous c6 corpectomy and a c5 to 7 anterior cervical fusion. No complications were reported. Findings: c5 to c7 pseudoarthrosis. On 4 sep 2003, patient underwent following procedure: c6 corpectomy; fusion from c5 to c6; fusion from c6 to c7; placement of cervical plate; placement of fibular structural autograft pre-op and post-op diagnosis: cervical stenosis no complications were reported. Findings: cervical stenosis behind the body of c6 and disc space on either side. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.